Event description:
Revision surgery - MDR - revision surgery/ required intervention to prevent impairment/damage.

Manufacturer narrative:
Complaint has been evaluated and is similar to: cc-00328057, 341-14-707, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.